Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 446 mg/dl and a high ketone level. The cause was due to a blockage in the non-tandem infusion set tubing. The infusion set brand and manufacturer was not provided. Bg was treated via intravenous insulin and saline. Reportedly, customer left the ER 24 hours later with the issue resolved and no permanent damage.